Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned pain in the incision site, has a bad knee, and might need a wheelchair. They mentioned pain in their knees because the patient was laying on their stomach for the procedure. They were also concerned about the hanging wires, but called their healthcare provider's (hcp) office who told them that was normal. The next day, patient reported swollen feet which has been an ongoing issue. They stated the procedure may have something to do with it too. On (B)(6), patient has lupus, bad arthritis, and can barely move; they use a walker and ended up in a wheelchair today. After the procedure, it has become worse. They mentioned having to get the dressing changed due to dry blood. They complained of having to push themselves up to get data. They also had difficulty getting out of the car which resulted in a leak. Three days later, patient says when they void they will feel empty but then goes back right away to void again; no adjustments were made at this time. On (B)(6), patient was off their feet for a week as they were on their tummy during the evaluation procedure. They weren't able to move for days afterwards. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient could hardly stand on (B)(6) 2017. It was also noted that they had dry mouth, were very thirsty all the time, they couldn¿t talk, and they had no spit. They also mentioned two pills that they take, one to void and one to void less; they wondered if that caused it. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.